Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirted out during priming. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump gave false no delivery alarms. Customer also stated that the pump had rejected new batteries. Insulin pump will not be returned for analysis.